Manufacturer narrative:
Device evaluated by MFR.: the device was returned with the inner and stent protruding from the proximal end of the valve body. The hub and inner had been pulled proximally that led to stent protruding from valve body. The stent was removed through the valve body and no issues were noted with the stent. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. The inner was completely removed by investigator. The tip was noted to have detached. The detached tip was retrieved from inside the outer 110mm proximal from the distal end of the outer. The detached tip was retrieved from inside the outer 110mm proximal from the distal end of the outer. A visual and tactile identified blue outer bunching and damage 180mm proximal from the distal end of the outer and extending 35mm proximally. Multiple outer kinks were also observed. A visual and tactile identified accordion damage on the inner 1mm distal of the distal markerband and extended 8mm proximally. The investigator was unable to remove the customer guidewire from the device due to the condition of the returned device. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the bile duct. A 8x60x75/ 6f wallstent rp endoprosthesis was advanced for treatment. However, during the procedure, it was noted that the stent could not be detached from a non-bsc guide wire. Both devices were removed from patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the bile duct. A 8x60x75/ 6f wallstent rp endoprosthesis was advanced for treatment. However, during the procedure, it was noted that the stent could not be detached from a non-bsc guide wire. Both devices were removed from patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.